Manufacturer narrative:
Following additional information, this event will be further updated.

Event description:
It was reported that the patient with this lead presented with exit block at a rate of 30bpm. The associated device was reprogrammed to unipolar. In the bipolar setting, pace impedance measurements were high out of range and thresholds, high. The field representative stated the lead would be replaced.